Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - b7 the nurse reported that the alarm had activated several times consecutively, and she had pressed start each time. She verified that all connections were secure and appropriate, with no presence of blood in the helium tubing. Esp personnel instructed her to perform a fill and then press start, which resolved the alarm and allowed therapy to resume. She also noted that the patient was ventilated, had been coughing forcefully, and was tachycardic. Esp personel reviewed the nature of the alarm, discussed troubleshooting steps, and explained that the alarm was likely triggered by a combination of these clinical factors.

Event description:
N/a

Event description:
User called into emergency support program line to request and report issue during use in which cs300 intra-aortic balloon pump (iabp) had leak in iab circuit alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.